Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of medical records and return of the devices. The liner and spacer were visually inspected. The poly liner exhibited wear and heavy gouges. Marks were observed inside the anti-rotation slot, which was consistent with impaction of the liner aligned to the spacer. Deformations were present around the perimeter of the distal face. Op notes from the revision noted that the polyethylene component had become somewhat disengaged from the humeral component and was rotated to 180 degrees. Device history record (DHR) was reviewed and no discrepancies were found. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical product: part # 00434903912, humeral stem space, lot # 64019204. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 06782.

Event description:
It was reported that in an unknown timeframe post implantation, the patient underwent a revision of the liner and spacer due to disassociation, with recurrent instability and dislocation of the shoulder prosthesis. Attempts have been made and no further information has been provided.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.